Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro was delivered vh-2400 box was properly closed. The blister was also properly closed. But there was nothing in the blister, no vasoview, no accessories. No patient involvement.

Manufacturer narrative:
(B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25152600 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 12/23/2020. An investigation was conducted on 01/22/2021. A visual inspection was conducted. The device as well as the accessory components were missing from the plastic protective shell. The plastic protective shell was not wrapped in its normal packaging material. The device instructions for use were also in the packaging box. The box was not properly closed as a piece of clear tape was on one end of the box. Based on the returned condition of the packaging, the reported failure "manufacturing or shipping issue associated with device; missing device" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro was delivered vh-2400 box was properly closed. The blister was also properly closed. But there was nothing in the blister, no vasoview, no accessories. No patient involvement.

Manufacturer narrative:
Device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6 pro was delivered vh-2400 box was properly closed. The blister was also properly closed. But there was nothing in the blister, no vasoview, no accessories. No patient involvement.